Event description:
It was reported that a patient was reintubated for upper airway breathing difficulties approximately 5 days post-op following a cervicothoracic reconstruction.

Manufacturer narrative:
A review of the device history records for this device was not possible without additional product information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.